Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. Low impedances in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire at 2.6 cm and 2.7 cm from the proximal end of the lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, impedances were measured to be less than 250 ohms after the implantable neurostimulator (ins) was implanted and connected to the system. The hcp replaced the lead and the procedure was complete. The patient was doing well. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that during implant, impedances were measured to be less than 250 ohms after the implantable neurostimulator (ins) was implanted and connected to the system. The health care provider (hcp) replaced the lead and the procedure was complete. The patient was doing well. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.